Event description:
On (B)(6) 2011, pt reported the down button on the infusion device does not function properly. Pt reported, he was unable to program a quick bolus and the button did not produce a vibration as usual. The down button does pop up after it is pressed. This was first noticed 2 weeks prior to the report, and pt has used this infusion device for 4 years. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.